Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: - cable kinked or bent - blunt blade or damaged blade. - mechanical/electrical failure of the device gear assembly - myosure control unit or drive cable connection the instructions for use (IFU) state: - before using the myosure tissue removal system for the first time, please review all available product information. - use only the myosure control unit to connect to the reprocessed myosure tissue removal device. Use of any other drive mechanism may result in failure of the device to operate or lead to patient or physician injury. - if visualization is lost at any point during a procedure, stop cutting immediately. - periodic irrigation of the tissue removal device tip is recommended to provide adequate cooling and to prevent accumulation of excised materials in the surgical site. - ensure that vacuum pressure >200 mm hg is available before commencing surgery - before using the myosure tissue removal system, you should be experienced in hysteroscopic surgery with powered instruments. Healthy uterine tissue can be injured by improper use of the tissue removal device. Use every available means to avoid such injury. - do not use the reprocessed myosure tissue removal device to resect tissue that is adjacent to an implant. When resecting tissue in patients that have implants, assure that: - the reprocessed myosure tissue removal device¿s cutting window is facing away from (i.e. 180° opposite) the implant; - the visual field is clear; and - the reprocessed myosure tissue removal device¿s cutting window is engaged in tissue and is moved away from the implant as tissue resection proceeds. - in the event an implant becomes entangled with a myosure cutter, the following steps are recommended: - cease cutting immediately: - kink the reprocessed myosure tissue removal device¿s outflow tube to prevent a loss of uterine distension; - disconnect the reprocessed myosure tissue removal device¿s drive cable from the control box; - grasp the end of the reprocessed myosure tissue removal device drive cable with a hemostat or other clamping device; - hold the drive cable hub and tissue removal device to prevent twisting; - open the tissue removal device¿s cutting window by manually twisting the hemostat counterclockwise; and - gently pull the reprocessed myosure tissue removal device into the hysteroscope to detach the myosure device from the implant. Operation 1. Push the power switch to the on position. 2. The foot pedal activates tissue removal device operation. The foot pedal turns the motor on and off. Once the foot pedal is depressed, the reprocessed tissue removal device accelerates and rotates to the set speed and continues until the foot pedal is released. 3. Press the foot pedal and observe the reprocessed tissue removal device action to verify that the motor runs and that the cutting window is closed. 4. Introduce the reprocessed tissue removal device through the straight 3 mm working channel of a hysteroscope. 5. Under direct hysteroscopic visualization, position the reprocessed tissue removal device¿s side facing cutting window against target pathology. 6. Press the foot pedal to activate the reprocessed tissue removal device¿s cutting blade. 7. The reprocessed tissue removal device¿s reciprocating action alternately opens and closes the device¿s cutting window to the vacuum flow thereby drawing tissue into the cutting window. 8. Cutting takes place when the reprocessed tissue removal device cutting edge rotates and translates across the reprocessed tissue removal device¿s cutting window. Caution: excessive leverage on the reprocessed tissue removal device does not improve cutting performance and, in extreme cases, may result in wear, degradation, and seizing of the cutter assembly. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the myosure reach wires and connection from the cord to the handpiece disconnected and the wires were exposed. It was discovered when plugged into the fluent management machine and was not used on the patient. As reported, the device was replaced and the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the electrical wire and drive cable were broken away from the proximal portion of the handle. The shaft was bent. The device inspection indicated that the reported event was confirmed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: -mishandling of device, excessive leverage applied to device. The instructions for use (IFU) state: before using the myosure tissue removal system for the first time, please review all available product information. Use only the myosure control unit to connect to the reprocessed myosure tissue removal device. Use of any other drive mechanism may result in failure of the device to operate or lead to patient or physician injury. If visualization is lost at any point during a procedure, stop cutting immediately. Periodic irrigation of the tissue removal device tip is recommended to provide adequate cooling and to prevent accumulation of excised materials in the surgical site. Ensure that vacuum pressure >200 mm hg is available before commencing surgery before using the myosure tissue removal system, you should be experienced in hysteroscopic surgery with powered instruments. Healthy uterine tissue can be injured by improper use of the tissue removal device. Use every available means to avoid such injury. Do not use the reprocessed myosure tissue removal device to resect tissue that is adjacent to an implant. When resecting tissue in patients that have implants, assure that: the reprocessed myosure tissue removal device¿s cutting window is facing away from (i.e. 180° opposite) the implant. The visual field is clear; and the reprocessed myosure tissue removal device¿s cutting window is engaged in tissue and is moved away from the implant as tissue resection proceeds. In the event an implant becomes entangled with a myosure cutter, the following steps are recommended: cease cutting immediately: kink the reprocessed myosure tissue removal device¿s outflow tube to prevent a loss of uterine distension. Disconnect the reprocessed myosure tissue removal device¿s drive cable from the control box. Grasp the end of the reprocessed myosure tissue removal device drive cable with a hemostat or other clamping device. Hold the drive cable hub and tissue removal device to prevent twisting. Open the tissue removal device¿s cutting window by manually twisting the hemostat counterclockwise. Gently pull the reprocessed myosure tissue removal device into the hysteroscope to detach the myosure device from the implant. Operation 1. Push the power switch to the on position. 2. The foot pedal activates tissue removal device operation. The foot pedal turns the motor on and off. Once the foot pedal is depressed, the reprocessed tissue removal device accelerates and rotates to the set speed and continues until the foot pedal is released. 3. Press the foot pedal and observe the reprocessed tissue removal device action to verify that the motor runs and that the cutting window is closed. 4. Introduce the reprocessed tissue removal device through the straight 3 mm working channel of a hysteroscope. 5. Under direct hysteroscopic visualization, position the reprocessed tissue removal device¿s side facing cutting window against target pathology. 6. Press the foot pedal to activate the reprocessed tissue removal device¿s cutting blade. 7. The reprocessed tissue removal device¿s reciprocating action alternately opens and closes the device¿s cutting window to the vacuum flow thereby drawing tissue into the cutting window. 8. Cutting takes place when the reprocessed tissue removal device cutting edge rotates and translates across the reprocessed tissue removal device¿s cutting window. Caution: excessive leverage on the reprocessed tissue removal device does not improve cutting performance and, in extreme cases, may result in wear, degradation, and seizing of the cutter assembly. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the myosure reach wires and connection from the cord to the handpiece disconnected and the wires were exposed. It was discovered when plugged into the fluent management machine and was not used on the patient. As reported, the device was replaced and the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.